Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer reported using admelog insulin. Tandem technical support informed customer that admelog is off label per the user guide. During a pump system check, a new cartridge was loaded, a minimum fill notification was received, and a pump air leak was detected. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 340 mg/dl at time of event.